Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_ext, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that a subject who had a history of hemifacial spasm was admitted to the neurological department and was scheduled to undergo surgery after routine preoperative examination was complete. They were hospitalized from (B)(6) 2018 to (B)(6) 2018. The etiology noted as a causal relationship to the right extension. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660 serial#(B)(4) implanted: (B)(6)2018 product type extension .if information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the subject had a history of hemifacial spasm before they enrolled in the study; the procedure was planned in advance. It was noted the procedure had no relationship to study product.